Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had possibly been shocked inappropriately by the cardiac resynchronization therapy defibrillator (crt-d) due to cautery use. The patient was in surgery at the time of the noise and shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was seen by their physician the following month and no corrective action was taken.